Event description:
A customer reported experiencing a past low blood glucose event, with the lowest level recorded at 53 mg/dl. Cause was not known. The customer consumed carbohydrates to address the issue and was advised by technical support to consult with their healthcare provider for further discussion on factors affecting their blood glucose levels; the customer acknowledged this advice. The control-iq feature on the customer's pump was active and they were asked to upload pump data for further investigation.